Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Unknown when humerus nonunion and deformed union began. The 510k: this report is for an unknown plate humeral/unknown lot. Part and lot number are unknown; UDI number is unknown. Original implant date was two years ago (date unknown). Subject device has been received and is currently in the evaluation process. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported, that two years ago (date unknown), the open reduction internal fixation orif surgery was performed using the va-lcp distal humerus plates. The surgery was successfully completed. On (B)(6) 2018, revision surgery to replace the plate and screws in use was performed due to humerus nonunion and deformed union with the patient. The revision surgery was successfully completed with a 60-minute delay, and there was no adverse consequence to the patient. This event is linked to (B)(4). This complaint involves 2 parts. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for the nonunion and deformed union. The intra-operative issue of broken screws resulting in the sixty (60) minute delay is captured in related complaint (B)(4). It was noted the cause for the nonunion and deformed union was insufficient reduction in the orif application.

Manufacturer narrative:
A product investigation was completed: a 15 millimeters length portion of an unknown plate with a blocked portion of an unknown screw head in one of two available screw holes was received for investigation. It seems that the plate portion was cut off during the revision surgery for the reported humerus non-union. Because of the unknown article and lot number and the lack of additional information a device history record review and further investigations are not possible. The complaint cannot be confirmed regarding a non-union situation in patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.